Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 129 mg/dl. The customer stated that the insulin pump was in the bathroom while they were taking a shower, and the customer also stated that the device did not get wet for the most part. The discontinuation of the device was advised. The customer refused to return the malfunctioning device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.